Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt reported that they only had the stimulator for 3 months but there were times, not every day that they would get a message "critical error. Needs to reconnect or reboot or something" in the middle of charging the stimulator. Pt said the error came up 3-4 times now. Agent had pt connect the recharger to the recharger app, pt confirmed the implant was charging 80% with excellent connection. Agent advised pt to monitor and take note of the error message and call back if the issue persists. During the call, pt commented the implant was put in an angle where it's hard to charge. Pt said the implant was not flat against their back and was kind of on their hip. No symptoms were reported. Additional information was received from the health care provider (hcp). Hcp reports optimal placement at t7-8, patient is unable to keep a charge and their controller powers off during charging. Hcp reports the cause of the controller powering off and patient inability to charge was not determined. Hcp reports actions taken to resolve the issue included reprogramming and troubleshooting by manufacturer representative (rep). Hcp reports imaging was done and the system was confirmed to be intact. Hcp reports the issue is unresolved as the patient needs a new controller/charging system.